Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded and is not returning. Investigation is not complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted with proglide devices, using a pre-close technique, via a 8f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, a posterior cuff miss occurred. Two additional proglide devices were used for successful suture placement. The sheath was upsized to 18f and the aaa procedure was completed. Hemostasis was achieved with the successfully pre-placed sutures of the second and third proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy . It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.